Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. The hcp wondered if it could be related to the icm device settings. Ts mentioned settings were not suspected to be the cause of the reported battery condition and requested engineering to analyze the icm device data. In addition, ts discussed this patient was no longer being monitored due to the reported issue. Analysis of icm device data indicates the battery voltage dropped rapidly a few months before the rrt battery status occurred. The root cause is unknown; hence, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted at this time.